Manufacturer narrative:
The serial number of the reporter's meter is up01695211. The reporter stated that the patient received another discrepant result on (B)(6)2020 . A sample from the patient was tested using the meter, resulting with a value of 2.8 inr. Within 15 minutes of meter testing, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.1 inr. The reporter's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.5 - 3.1 inr): qc 1: 2.6 inr, qc 2: 2.6 inr, qc 3: 2.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Medwatch fields d4, d10 and h3 have been updated.

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation: the occupation is lay user/patient.

Event description:
The initial reporter stated that the patient received a discrepant result when testing with a coaguchek xs meter (serial number unknown). At approximately 8:30 a.m., a sample from the patient was tested using the meter, resulting with a value of 3.0 inr. Within 4 hours of meter testing, a sample from the patient was tested in the laboratory using a stago compact plus analyzer with neoplastine reagent (isi = 1.3), resulting with a value of 2.3 inr. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is twice per week.